Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer's blood glucose was low, she drank orange juice and pulled herself closer to the headboard and passed away. Caller stated that the customer was in chemotherapy and was wearing a pacemaker. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with depleted alkaline battery in the battery tube. Unit had cracked reservoir tube lip, battery tube threads, cracked case near display window corners and scratched display window.